Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/27/2017 with the following findings: on investigation, moisture was confirmed in the pump due to a crack in the pump case. Moisture was present throughout the interior compartment of the pump with moisture corrosion on all circuit boards and in the display field. The pump failed to power on during the investigation due to the extensive moisture damage. Investigation duplicated the complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.